Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd pegasus¿ safety closed IV catheter system there was an issue with broken tubing. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 7321490. Our records show the reported lot was manufactured from 10/25/2017-10/29/2017, and determined that this is the only instance of defective tubing occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections of packaged goods. Additionally, during the visual evaluation of the returned device, bd engineers identified characteristics, in the broken edge of the extension tubing, that are characteristic of clamp damage. The corresponding slide clamp was inspected and measured, and found to be with the dimensional limitations set by product specifications. In an attempt to replicate the broken tubing, our engineers tested the interaction between the components by repeatedly clamping the remaining tubing. At the conclusion of our test the device was found to be free of any damage that would indicate a breach of the tubing wall. The root cause for this complaint could not be determined at the conclusion of our review.

Event description:
It was reported with the use of the bd pegasus¿ safety closed IV catheter system there was an issue with broken tubing. There was no report of injury or medical intervention.